Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter and a visualization issue occurred. During the procedure, the catheter could not be displayed. The cable was changed but it still failed. The catheter was changed to another one to complete the procedure. There were no patient consequences. The event was originally assessed as not reportable as this issue is highly detectable and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Upon visual inspection of the returned complaint catheter on (B)(6) 2015, the biosense webster (bwi) failure analysis lab discovered the peek housing was crack open leaving internal parts such as sensor body and lead wire exposed between ring #1 and ring #2. This is indicative of a reportable event because the area where the internal parts are exposed is inside of the patient. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. This event was originally considered non-reportable; however, bwi became aware of the returned product condition on january 7, 2015 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a navistar thermocool catheter and a visualization issue occurred. During the procedure, the catheter could not be displayed. The returned device was visually inspected upon receipt and the peek housing was found cracked open leaving internal parts exposed (sensor body and lead wire) between ring #1 and ring #2. A scanning electron microscope (sem) testing was performed over the damaged area. The results showed that the peek housing presented evidence of elongations, which might have been caused by an external excessive force applied while the tip was being stretched until it broke. No other anomalies were observed during sem analysis. It remains unknown how the peek housing was broken. Further information was requested regarding the condition of the catheter; however it has not been made available for biosense webster. Then per the reported event, the catheter was tested on eeprom, carto 3 and coil disconnection tester (cdt) and the catheter failed the cdt and carto 3. Error 105 was observed. The catheter was then dissected and it was determined that the potential root cause was a failure of the sensor inside the epoxy due to the external damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint has been verified; however for the peek housing condition it remains unknown how it was broken.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). (B)(6).